Manufacturer narrative:
(B)(4). The customer has requested an event log review. Devices not received, log review only. The customer has requested an event log review to determine user programming. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results should the event logs be received for eval.

Event description:
The customer reported an over infusion of lasix. Lasix was programmed to infuse at 20 mg/hr; however, the user noted the lasix infusing at 200 mg/hr. The pt received 300 mg before the infusion was stopped. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.